Event description:
Reportedly, impedances measurements were stable, apart from sporadic measurements below 200 ohms. The subject ICD never presented pacing and sensing problems. However, frequent warnings regarding rv coil continuity were recently transmitted through remote monitoring. During in-site follow-up, several episodes showing ventricular noise oversensing were found recorded in the device memory.

Manufacturer narrative:
Reportedly, the ICD and the ventricular lead were explanted on (B)(6) 2021.

Event description:
Reportedly, impedances measurements were stable, apart from sporadic measurements below 200 ohms. The subject ICD never presented pacing and sensing problems. However, frequent warnings regarding rv coil continuity were recently transmitted through remote monitoring. During in-site follow-up, several episodes showing ventricular noise oversensing were found recorded in the device memory.